Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a doctor that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 52 mg/dl at the time of the incident. The customer was at 170 mg/dl after being treated for the low. The customer was given food, glucagon, and d50 to treat. The customer experienced symptoms such as feeling clammy and shortness of breath. The customer was wearing the insulin pump during the incident. The customer mentioned getting sensor calibration errors, interprocessor communication errors, a broken force sensor was detected during seating alarm. And unresponsive pump buttons. Troubleshooting was completed but did not resolve the issues. The insulin pump will be returned for analysis.